Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2016 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: a review of the black box data showed two call service 054 alarms on the reported event date; the alarms emitted right after a 064 call service alarm. No reboot was observed between the alarms. During testing, the pump successfully passed an ez prime sequence. The pump was exercised for 24 hours with no issues. An alarm was reproduced for investigation; the pump gave the appropriate sound warning and displayed alarm message on the screen. The alarm was accurately recorded in the pump history. The pump cover was opened and no internal defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a other (unusual issue) issue. During troubleshooting, it was found that there were 2 call service (054) alarms in the alarm history. Reportedly, the pump did not alert or display these alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.